Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that three days post pulse generator implant, a pacing failure and oversensing were observed. Loss of sensing in autocapture was suspected. The device was reprogrammed and no further issues were noted.